Manufacturer narrative:
This event occurred in (B)(6). Medwatch field serial number - a serial number of (B)(4) was provided for one of the two e 801 analyzers. It is not known if this serial number is for the first or second e 801 analyzer. The serial number of the other e 801 analyzer was not provided.

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs assay on two cobas 8000 e 801 module analyzers. The sample initially resulted with a troponin t value of 153 ng/l when tested on the first e 801 analyzer and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2018 on the second e 801 analyzer, resulting as 12.4 ng/l. The sample was also repeated on the first e 801 analyzer on (B)(6) 2018, resulting as 8.50 ng/l. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient as the doctor realized that the patient result was incorrect and recollected a sample. The troponin t reagent lot number was 24519200, with an expiration date of 30-sep-2018. 20 additional patient samples were repeated and there was good agreement with the original results. The provided quality control data did not show an issue. An alarm trace was provided from one of the analyzers and this showed many abnormal aspiration alarms on (B)(6) 2018. The investigation could not identify a product problem. The cause of the event could not be determined.